Manufacturer narrative:
Device passed the active current test and self test. Critical pump error not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly. Device seated immediately during displacement test due to moisture damage on the motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to prime/fill anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image on the insulin pump screen. The customer's blood glucose level was 168 mg/dl at the time of the incident. The customer reported that the belt clip was broken at the hinge. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.